Event description:
It was further reported that the target lesion was treated with placement of 2.75 x 38 mm promus element plus stent not a 2.5x15mm stent as initially reported. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced cardiorespiratory arrest and died on the same day. Per the death certificate, the primary cause of death was cardiopulmonary arrest and the underlying cause was coronary artery disease, mixed hyperlipidemia and peripheral vascular disease. Also no autopsy was performed.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. The target lesion was a de-novo lesion located in the proximal left circumflex with 99% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of 2.5 x 15 mm promus element plus stent with 0% residual stenosis. The patient was discharged. On an unspecified date in (B)(6) 2013, the patient expired. The cause of death was unknown at this time.

Manufacturer narrative:
Patient identifier: (B)(6). Death date and event date: (B)(6) 2013. Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
Stent size corrected from 2.5x15mm to 2.75x38mm. (B)(4).